Manufacturer narrative:
After further investigation, it was determined that the patient had used a defective lot of non-baxter tubing, which led to peritonitis. As the patient was not performing pd therapy using baxter products, they are no longer suspect products to have caused the peritonitis case. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis event occurred on an unreported date in (B)(6) 2016. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Patient outcome and action taken with extraneal therapy were not reported. Additional information is not available.